Manufacturer narrative:
(B)(4).

Event description:
It was reported that a early sensor expiration occurred. Data was provided for investigation. The problem was confirmed. The root cause was determined to be high counts aberration. No injury or medical intervention was reported.